Event description:
It was reported that the device was implanted on (B)(6) 2010. Since (B)(6) 2012, the patient claimed pain and MRI showed 2 cracks. Device was explanted on (B)(6) 2012 and sent in for evaluation.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. The returned section of the bio-transfix implant corresponds to the barbed proximal head, distal sections were not returned for evaluation. The implant has broken just distal to the leading barb. As no images were provided of the device before explant it is unknown what aspect of the device may have caused the complainant's event or where the cracks were observed. It is also unknown if the repair was fully healed and a removal occured or if a revision surgery was necessary. The cause of the event is undetermined. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.